Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the battery was not lasting for even a whole day. The customer stated that she was hospitalized for unexplained low blood glucose. The customer mentioned that moisture was found inside the reservoir compartment, and the piston inside the reservoir was moving very little. The customer stated that she experienced high and low glucose level and insulin disappearance for the past month. The caller stated that the last time visit her doctor lowered her basal rates because she thought the lows were caused from incorrect programming. Troubleshooting was performed, and the screen appears to be discolored. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-97240.